Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated the pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer did self test and it was passed. Customer stated that after the self test back button was unresponsive. The insulin pump will be returned for analysis.